Event description:
It was reported that the user experienced repeated freestyle libre 3+ pairing failures after which the user rescanned and achieved a successful connection; and upon reconnection the glucose value was elevated but began trending downward while on the call. The user experienced a blood glucose peak of 225mg/dl with no associated adverse clinical symptoms reported. Outcomes included no alerts or alarms from the ilet device and no need for medical intervention or hospitalization. User support included customer troubleshooting and education that resolved the pairing issue and restored data transmission. Investigation of this case revealed a resolved communication/pairing malfunction of the sensor-to-pump interface with no persisting device malfunction of the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity interruption with successful restoration following standard troubleshooting.